Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed t wave oversensing of the implantable cardioverter defibrillator. Device base rate was programmed to vvir 80 but was pacing at 50 bpm due to inhibiting pacing by sensing the t wave. Programming change were made to resolve the issue. Patient was in stable condition.